Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The patient attended an appointment for an MRI on (B)(6) 2026, during which they removed the pod and noted that the site area appeared red, the patient¿s parent cleaned the site and administered an unspecified allergy medication. Later that day it was noted that the patient¿s symptoms worsened and they began limping. The patient¿s parent took them to a pharmacy where the pharmacist advised them to go to hospital where the patient was admitted. The patient was treated with unspecified intravenous antibiotics whilst hospitalised and prescribed unspecified oral antibiotics to continue administering at home after being discharged. The patient was discharged on (B)(6) 2026. The pod has been discarded.